Manufacturer narrative:
UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report: mw5061851. Reusable medical device (vendor loan instrument) broke during surgery. While surgeon was placing the depuy tri-lock femoral head trial (32-13) in the patient, the head broke into 3 pieces. All pieces were recovered and sequestered. Joint space was irrigated. Der received from sales rep states: the surgeon dropped the liner impactor during implantation of the acetabular liner. Surgeon decided to use the 32+13 femoral head trial to impact the liner and once he struck the head trial it broke. All pieces were retrieved before proceeding.

Manufacturer narrative:
Examination of the returned device confirms the complaint of handle damage; the handle is cracked. A complaint database search on the provided product code identified similar reports for handle damage/breakage. A previous evaluation found the t-handles are cracking due to environmental stress cracking. This is due to the combination of normal loading or usage of the instrument and exposure to chemicals they are not intended to be (non-compliant to cleaning guidelines) leading to weakening of the material over time. Based on the determination of environmental stress cracking as the root cause, no further corrective action is being pursued at this time. Continue to monitor via sep-(B)(4)post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.